Event description:
It was reported the pt is having difficulty walking whether stimulation is on or off. It was also reported the pt is unable to increase the amplitude for adequate coverage. The pt plans to meet with her doctor and an sjm rep to troubleshoot the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.